Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported the report generation error and an issue going with the pump. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the application and the product will not be returned for analysis.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by generating the reports for the user in carelink support applications and confirmed that the issue was not reproducible. Upon verifying the database we found that 1. User has changed the pump on (B)(6) and 2. They have only 2 uploads for (B)(6) 2023. A. Upload 1 made on (B)(6) has only data from (B)(6) 2023 till (B)(6). B. Upload 2 made on (B)(6) has data from 9th september till (B)(6). So in this case, carelink do not have data for 7th and 8th september. Carelink reports show data based on the data uploaded, all these uploads are done via uploader. For any pump related queries you might need to connect with pump team. Please include the carelink username in this email so we can retrieve the necessary carelink data for pump analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause could be assumed that the user has been set to upload data only for 2 weeks duration due to which particular date got missed during upload. Analysis summary: carelink support team requested helpline support team to reach out of pump team to validate pump information. However we observed that the user did not upload any trace to provide to pump team. Requested helpline team to inform user to upload the pump trace. Helpline informed that the provided feedback has been updated to user and ticket can be closed. However did not mention whether the issue was resolved. Esf number: afc code: za14af no issue found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.